Event description:
No pump was returned. The reported issue of "flow control logs show that the pump had a downstream occlusion" cannot be confirmed or refuted. The pump was requested to be returned three times and was not provided. Due diligence has been completed with no response. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Event description:
The following has been reported: biomed reported : couldn't enter rate / IV drug. Had to open door to program manually & couldn't stop pump. Menu popped up later. No patient involvement. A preliminary review identified the following issue: mechanical hardware failure (screen no input). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.